Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck sleeve due to dried serum on the collet in the problem area of the pipetter assembly. The fse cleaned the collet and sleeve. The instrument was inspected, tested without further problem, and returned to service.